Manufacturer narrative:
Evaluation results: as received the lead has broken wires with a severe kink approximately 20cm from the stimulation end. Testing revealed that channels 2-8 were open due to broken wires that have been overstressed in the lead segment. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(6) 2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with a percutaneous lead on (B)(6) 2009. It was reported that the patient had no stimulation in his left leg. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to provide effective stimulation utilizing the functioning contacts proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2010 to replace the patient's lead. No further complications were reported.